Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -14.0/2.5/085 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting with rotation. Intraoperatively the lens was removed and replaced with a longer length lens. Reportedly, "icl lens stable. No more rotation after changing size." The problem was resolved. The cause of the event was reported as unknown.